Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged possible under delivery and visit to emergency room for high blood glucoses and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2021 06:31:34.000 during bolus delivery. In further full review of the pump history/traces on the event date of (B)(6) 2021, a bolus wizard delivery of daily total of bolusinsulin delivered = 45 u bolus was noted. (B)(6) 2021 06:31:34.000 normalbolusdelivered normal bolusamount programmed = 7.4 bolusamountdelivered = 2.9 (B)(6) 2021 06:34:28.000 normalbolusdelivered normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.4 (B)(6) 2021 07:25:18.000 normalbolusdelivered normalbolusamountprogrammed = 2.2 bolusamountdelivered = 2.2 (B)(6) 2021 10:23:39.000 normalbolusdelivered\ normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2021 12:16:22.000 normalbolusdelivered normalbolusamountprogrammed = 8.2 bolusamountdelivered = 8.2 (B)(6) 2021 12:54:04.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2021 13:30:15.000 normalbolusdelivered normalbolusamountprogrammed = 4.3 bolusamountdelivered = 4.3 (B)(6) 2021 16:25:11.000 normalbolusdelivered normalbolusamountprogrammed = 10.4 bolusamountdelivered = 10.4 (B)(6) 2021 17:02:38.000 normalbolusdelivered normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. A cracked retainer was confirmed. Device passed all the required testing. Unable to verify customer alleged for high blood glucoses. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 600 mg/dl. The user alleged the insulin pump was possibly under delivering insulin because insulin flow blocked. Customer visited to emergency room. Customer was assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis.